Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was using cold insulin prior to filling the cartridge. Additionally, customer was using novolog supplies for over 72 hours. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 120 mg/dl to 150 mg/dl.